Manufacturer narrative:
November 18, 2015 11:37 am (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician was on site and investigated the unit in question and noted the error code safety_s. The technician opened the unit and checked the following: the values of the pt100 sensors. --> o.k. Any shortcut between two sensors inside. The sensor housing. --> o.k. Insulation between sensors and the sensor housing --> o.k. Electrical safety test: --> o.k. The technician found during further investigation a wire damaged at the pt100. The wire was 2mm removed and the pt100 was reconnected on the control board. The unit is now working without any malfunction. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
The hcu20 showed during start up the error code: safety_s. The customer tried to restart the unit, without success. No patient was involved. An emergency device was used for the surgery. (B)(4).